Event description:
The technician alleged that the hilow cylinder was drifting down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the hilow cylinder to resolve the issue.